Manufacturer narrative:
H6 (medical device problem codes): replace a0401 with a1203. H6 (component codes): replace g0405203 with g04034 and g04070. B5: it was clarified that there was separation between the dark blue female connector and light blue main body of the twist clamp on the transfer set. H10: the device was received for evaluation. Visual inspection with the naked eye and magnification identified the female connector was separated from the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was inadequate solvent to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was damaged. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.